Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was conducted with no relevant findings. This report is the final report being submitted by vasorum unless otherwise requested by the FDA.. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. Code 4247 for investigation findings was chosen as there was no suitable code for "suspected manufacturing problem" identified. This report is associated to medwatch mw5101887.

Event description:
It was reported that on attempting to deploy a 6f celt device to close a puncture made by a 6f sheath, the handle appeared to rotate normally to deploy the distal wings. Dr noted a gap in the handle which he believed indicated that the distal wing had been deployed. Dr then retracted the implant still attached to the device back to the arteriotomy. However, the undeployed implant still connected to the sheath came totally out of the arteriotomy site and manual pressure was applied to achieve hemostasis. The patient had no complications and was discharged on time.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was conducted with no relevant findings. This report is the initial report being submitted by vasorum, follow up report will be submitted once investigation is completed. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is associated to medwatch mw5101887.

Event description:
It was reported that on attempting to deploy a 6f celt device to close a puncture made by a 6f sheath, the handle appeared to rotate normally to deploy the distal wings. Dr noted a gap in the handle which he believed indicated that the distal wing had been deployed. Dr then retracted the implant still attached to the device back to the arteriotomy. However, the undeployed implant still connected to the sheath came totally out of the arteriotomy site and manual pressure was applied to achieve hemostasis. The patient had no complications and was discharged on time.